Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the implantable pulse generator (ipg) was not working. It was further reported that the patient could feel the device move and rest on their shoulder when they bent over. The ipg remains in use. No patient complications have been reported as a result of this event.